Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via phone call regarding a patient who was implanted with a neurostimulator for urinary dys function/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the consumer's implant worked great but once they reached program 4 it stopped working (indicative of therapy loss). Their healthcare professional (hcp) had reprogrammed them approximately three weeks and at the time of the call the consumer was on program 2 at high settings but was not able to feel stimulation and their symptoms were horrible. The consumer was given guidance from their hcp to keep current setting for 2-3 weeks to see it helped. They would follow up with their hcp. The consumer further reported that the patient was not getting any symptom improvement since the end of (B)(6) 2015. The patient experienced a loss or change of therapy. When the patient first got the device it worked and now it had stopped working. The patient tried level 1 and maxed it out and they couldn¿t feel anything. The patient tried 2 and didn¿t feel anything. On the night of (B)(6) 2016, the patient went to level 3 and increased stimulation to 3.5v and it was hurting really bad. The patient went to level 4 and maxed it out and felt nothing. Then the patient was not able to go to the bathroom. The patient was currently on program 3 at 3.8v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.